Manufacturer narrative:
Findings: pump received with blank display due to broken solder joint. Unable to verify battery out limit alarm due to blank display. Pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 407 mg/dl. The customer was treated for high blood glucose with another pump the amount of 4 units. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 407 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. Customer does not have a new aaa alkaline battery to test the pump. The customer was advised that we will ship a replacement battery cap. The customer was advised to insert new aaa alkaline battery as soon as possible.